Event description:
It was reported size 3/0 pga suture breaking during procedure. (Lot# 190312-53). There was patient involvement but no indication of an adverse event. The distributor has been contacted several times and hasn't provided details of event.